Event description:
Portacath right chest was accessed with 3/4" huber needle-flushed loosely and had excellent blood return. Blood transfusion started. After about 1/2 unit of blood infused-pt called to state her chest was burning and hurting at the port site. Portacath area was swollen and had a large hematoma. Transfusion immediately stopped and pressure and ice applied. Interventional radiology notified to check portacath. They stated that the port had a hole in it. Port removed and new port inserted by radiologist.